Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient reported that she is experiencing a great deal of pain. In 1999, 2000, 2001, 2002 and (B)(6) 2016 her hip was dislocated and reset at the hospital.